Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump has alarmed no delivery the past two weeks. Customer has received a motor error alarm. The blood glucose reading is 279 mg/dl. Customer treated with insulin pump. The drive support cap is flush. Nothing further reported.